Event description:
We received a report from a surgery center regarding a male patient who had an intraocular lens explanted because it had become dislocated. In addition it was stated that the patient''s visual acuity was ''bad/uncorrected''. No patient injury was reported.

Manufacturer narrative:
(B)(4). The manufacturing record was reviewed and showed that the diopter measurement records for this particular lens was verified and shown to be within specifications. The batch passed all acceptance criteria for all tests performed and was within all specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Correction: expiration date: 02/28/2014. (B)(4). Evaluation of the intraocular lens at our manufacturing facility revealed that at receipt the lens was cut in half precluding diopter measurement. No optical deviations on the optics parts were found. The lens passed all acceptance criteria for all tests performed and was within all specifications during the manufacturing process. The diopter measurement records verified and showed that the lens was within specifications. All pertinent information available to abbott medical optics has been submitted.